Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose and low blood glucose. The customer¿s blood glucose level was 525 mg/dl at the time of incident and 30 mg/dl. Customer declined troubleshooting. Customer reported that the paramedic came as per pt they given her cortisol injection as per pt she have a addition's disease and used steroid. Customer was loss of consciousness. Troubleshooting was declined by the customer for high and low blood glucose level. It was unknown whether the customer was using automode feature or not. The insulin pump will not be returned for analysis.